Event description:
It was reported that cup was revised for loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete. A check of the manufacturing papers of the mentioned part did not show any deviations to the specifications.